Event description:
It was reported by service report that the power cord's power prong was cracked and there was intermittent power to bed. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.